Event description:
Customer reportedly received the following results on the compact plus system: 35 mg/dl, 361 mg/dl, and 48 mg/dl. The results were obtained within 20 mins. Low blood glucose symptoms were reported with these results. Customer's spouse treated him with "sweets;" 2 hours later, customer tested 98 mg/dl on the compact plus system, and 101 mg/dl one hour later. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.